Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed to open and jammed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) inspected the latch sensor and cable, confirming that both had been functioning properly. The fse identified that the magnet on the inseparable was missing. Then, the fse replaced the inseparable unit and logged into hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.